Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the injector and sheathset had no fluid coming out of the injection needle. The issue occurred during an unknown therapeutic procedure, while the item was inside the patient. There were no reports of patient harm.